Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's detachable battery replaced as a precaution.